Manufacturer narrative:
The meter and 36 strips that were involved in the incident were returned for investigation. The returned complaint products were forwarded to the manufacturer (I-sens) for further investigation. The returned meter and returned test strips both passed testing with no failures detected.

Manufacturer narrative:
Meter and strips involved in incident were not returned for investigation. Retain strips of specified lot were tested with qs meter and passed testing with no failures detected. If customer returns any complaint products, products will be tested and a follow-up MDR will be filed.

Event description:
Caller stated they received the meter two months ago. Caller stated the meter and strips are stored on the ambulance. Caller stated they were called for an unresponsive patient. They tested the meter twice with the patient and received blood glucose readings of 219 ( (B)(6) 2024 at 8:09 pm) and 212 ( (B)(6) 2024 at 8:08 pm). The patient was not treated by the ambulance personnel based on the readings they received. The ambulance crew activated stroke protocol. They transported the patient to the emergency room and the emergency room tested the patient's blood glucose with their meter and registered their blood glucose at 54. The caller stated this meter is reading too high based on the readings received with this meter and the reading that was received at the emergency room. The emergency room further treated the patient with activated stroke protocol and medications, but their complete course of treatment is unknown. Replaced meter, strips, sent control solution and sent return label.